Event description:
The sonicision battery alarm was going off; changed batteries and device wouldn't work. Opened new device and put the batteries from the prior device in and it worked just fine. This is a recurring problem at this facility with the sonicision cordless ultra sonic dissector 3 batteries.